Manufacturer narrative:
Product analysis: ¿ as found condition: the react-68 catheter was returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: no damages were found with the react-68 catheter hub or distal tip. Dried blood was found within the react-68 catheter hub. The react-68 catheter outer tubing was found damaged (ruptured) at ~12.0cm from the catheter distal tip. ¿ testing/analysis: the react-68 catheter was pressurized with water; no leaks were detected. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter kink/damage¿ report was confirmed. The react-68 catheter outer tubing was found damaged (ruptured). Rupture can occur due to over pressurization. However, the cause of the tubing rupture could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that preparing for the thrombectomy surgery, the surgeon took out the react-68 from the inner package and found that the tip end had been bent (kinked) and damaged, so it was not used. Then the surgeon replaced it with a new react-68 to complete the operation. The catheter was flushed as indicated in the IFU. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for middle cerebral artery thrombectomy treatment. The access vessel was the femoral artery with a diameter of 7mm. It was noted the patient's vessel tortuosity was moderate. Additional information was received that after opening and before flushing, the device appearance was check and found kinked. Additional information received reported both internal and external packaging were in good condition and had not been tampered.